Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2021, product type: catheter. Product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2021, product type: catheter. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 18-nov-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 1,309 mcg/day) via an implantable infusion pump. It was reported that the patient was seen for a routine elective replacement indicator (eri) surgery case. The catheter was unable to be aspirated and was found to be fractured at the level of the fascia going to the spine. The hcp was unable to insert a new catheter. The entire system was explanted.